Event description:
The hospital reported that the cutting loop electrode would not cut during the procedure. The procedure was discontinued. At the end of the aborted procedure, the hospital noticed that the teflon body of the working element and the connecting piece of the high frequency cable (hf) were burnt. There were no injuries or complications.